Manufacturer narrative:
A complaint investigation was not able to be performed as no product code, lot number, or sample was provided. Per the article in the case of the slider graft, ease of graft insertion was superior when compared to a standard ptfe graft. In addition, the slider graft demonstrated reduced tunnel and anastomotic bleeding.

Event description:
Received an article titled "better av grafts now: improved surgical techniques and graft conduits that all surgeons should know about." The article was to investigate a new system for tunneling in vascular access surgery. Per the article adverse event was tunnel and anastomotic bleeding.